Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient was experiencing a shocking sensation at the ipg site in certain positions, such as lying down or twisting the body. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the sensation has resolved.